Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 11/04/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/20/2017 with the following findings:the pump was returned with an operable display therefore the investigation could not duplicate the initial complaint. Unrelated to the initial complaint, it was observed that the battery compartment was cracked, the display screen was observed to be dim and discolored and the returned battery cap had stripped threads and was unable to fully attach to the pump. A test battery cap was used to complete the investigation and it was able to fit to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.